Manufacturer narrative:
Investigation: the complaint of the acunav bad image being displayed on the ultrasound system was investigated. The most probable cause of the issue was due to saline solution contamination on the tab flex. The correction is for biosense webster's customer support engineers (cse) to communicate this problem to their customers, and give reminders to reference the user manual.

Manufacturer narrative:
Investigation: upon review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction. The issue was caused my user error. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was under sedation and with the catheter already inserted into the patients' anatomy, underwent an atrial fibrillation (afib) procedure. In the middle of the procedure, a "rezero" error and a bad image were displayed on the ultrasound system. The settings were adjusted multiple times and the catheter cable was reseated to "rezero" the catheter but with no results. Finally, the user removed the catheter and reinserted a new catheter into the patient and the issues were resolved. There was no significant delay in completing the procedure. There was no need to repeat the procedure and there was no patient adverse event reported. No additional information was provided.